Event description:
It was reported to covidien on 10/07/2009 that a customer had an issue with gauze. The customer stated that the gauze is linting at the edge into pt/surgical site.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.